Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 300 mg/dl. Customer was exposed to rain. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.